Manufacturer narrative:
A6 information not available the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had complaints of blurry vision, halos, and had difficulty driving at night. The preloaded lens was explanted during a secondary surgery and replaced with the same model but with a lower diopter cylinder power. The patient's visual acuity is 20/25. The patient has fully recovered. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: sept 10, 2025 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed and found the lens was cut in half and coated in viscoelastic residue. The lens halves were cleaned revealing no issues that could cause or contribute to the complaint issue reported. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.